Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
The following additional information received per the patient profile form (ppf) and medical records indicate the filter was implanted due to left popliteal acute deep vein thrombosis, pulmonary emboli and epistaxis. The index procedure was reported to have been "satisfactory positioning of the filter with no complications." The patient is reported to have undergone heart catherization and continues to experience anxiety related to the device. It was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and tilted within and perforated the vena cava wall and caused injury and damages to the patient including, but not limited to blood clots, clotting and occlusion, and perforation of the inferior vena cava (ivc). The patient is also reported to experience anxiety related to the device. The indication for the device implant was an acute left popliteal deep vein thrombosis (dvt), pulmonary emboli (pe) and inability to anticoagulated due to epistaxis. That patient¿s history is significant for acute renal failure, cellulitis of both lower extremities, uncontrolled type 2 diabetes, resolved delirium with encephalopathy, depression and congestive heart failure. The patient was initially admitted to the hospital with acute renal failure with cellulitis and edema of the bilateral lower extremities. The patient was found to have acute dvt and was put on heparin but developed epistaxis. The heparin was stopped and the patient was transfused with therapeutic blood loss. The device was implanted via the right common femoral vein at the lowest renal vein at the level of l1-l2. Post venography showed satisfactory positioning of the filter with no complications, and the filter was below the lowest renal vein. The procedure was completed and the patient was transferred back to the recovery area in stable condition with no complications. The patient became aware of the reported issues approximately twenty-two months after the filter implant. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Post implant imaging has not been provided. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and perforation of the ivc could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. Blood clots, clotting, and ivc occlusion do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date.   As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned, tilted within and perforated the ivc wall and caused injury and damages to the plaintiff, including, but not limited to blood clots, clotting, occlusion, and perforation of the ivc. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which require or required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer medical expenses, pain and suffering, and other damages. No additional information is available.   The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.   The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis/occlusion within the ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films for review, the filter tilt reported could not be confirmed. The timing and mechanism of the reported tilt is unknown at this time. Additionally, it is unknown if the filter tilt contributed to the reported ivc perforation. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. The reported events could not be confirmed and the exact cause could not be determined; therefore no corrective actions will be taken. Should additional information become available, the file will be updated accordingly.     Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the plaintiff underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned, tilted within and perforated the ivc wall and caused injury and damages to the plaintiff, including, but not limited to blood clots, clotting and occlusion, and perforation of the ivc. As a direct and proximate result of these malfunctions, the plaintiff suffered injuries and damages, which require or required medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer medical expenses, pain and suffering, and other damages. No additional information is available.